Manufacturer narrative:
The device, used in treatment, were returned for evaluation. A visual inspection was conducted and confirms the device tip is round off. The connection portion of the device is damaged as well. This device shows signs of significant wear/use. The lot number is not visible on this device. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the reamer handle broke during a thr, while outside the patient. Surgery was completed with an available s&n back-up device. Surgery was not delayed. The patient was not harmed.